Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an excessive charge time that triggered end of service (eos) prior to the device reaching recommended replacement time (rrt). The device was explanted. No patient complications have been reported as a result of this event.